Event description:
It was reported the customer experienced multiple occlusion alarms resulting in elevated blood glucose levels prompting a visit to the emergency room and subsequent hospitalization with BG displaying as "High," a specific value was not provided. Customer received intravenous fluids of saline and insulin. which resolved issue and was released on (b)(6)2026 with no permanent damage. Customer continued to use the pump for insulin therapy.